Event description:
An issue with multiple vascaths in 4n overnight. We tried two separate 20cm trialysis catheter kits, the guidewires were intact and the dilators passed over them perfectly fine, but both trialysis catheters would not advance easily, and then once advanced, the guidewire was completely stuck and couldn't be removed from the catheter. Both catheters had a very tight purple trialysis port and I think the guidewires were getting stuck in the tips. We ultimately were able to place a 15cm that we took from 3n. We kept both kits and the catheters and placed them in a red biohazard bag in the charge registered nurse office. I also took the 20cm vascath kit from the supply room with the same reference and lot number and put it in the charge registered nurse office. Health effect code: 4582. Device problem code: 2524, 1212. Reference report: mw5174228.